Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows signs of being implanted in the form of nicks, gouges, and the body around the articular surface is deformed. Evaluation of the support screw found the head of the screw was fracture off. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported patient underwent a revision procedure one years post implantation due to device screw had become unsuitable and the thread was defective. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). D10 - medical product: hi-fatigue bone cmt catalog # 00112114001, lot # 22ka18510. Tibial block and screws catalog # 00598800226, lot # 64278437. Tibial block and screws catalog # 00598800227, lot # 65578208. Femoral component catalog # 00599401392 ,lot # 64903876. Stemmed tibial component catalog # 00598002702, lot # j7370864. Stem extension catalog # 00598801012, lot # 65672620. Stem extension catalog # 00598802011, lot # 65672620. Stem extension catalog # 00598801012, lot # 65584553. G2: france. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.